Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient suffered from fever and was diagnosed with e.coli septicemia. The patient was hospitalized, rocephine and amoxicilline were given for 14 days.